Event description:
Healthcare professional reported during mitral valve replacement, the pt was unable to be weaned from bypass as the left ventricle did not show any ejections. Following re-orientation of the valve the same problems were seen. The valve was removed and replaced. Pt eventually had a smooth recovery and was discharged.